Event description:
It was reported to ge that the service engineer cut his hand while replacing the spring drum assembly. Apparently, he cut his hand on the drum brake plate, which required several stitches. The unit was assembled without further incident.